Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to (B)(6) 2021.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by loss of appetite and weakness. The cause of the peritonitis was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with imipenem injection (250mg, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient has recovered from the peritonitis event and was recovering from loss of appetite and weakness. Pd therapy was ongoing. No additional information is available.